Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor and contacted distributor for assistance. There was no reported impact to the customer¿s blood glucose level. Customer support provided full pump reset instructions, guided customer through reset, and after reset cgm error did not recur and customer successfully started new sensor session, with no device return arranged and no additional follow-up information reported.